Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the occlude feet was broken. Functional testing including leak, clear passage, and clamp function testing were performed; leak and clamp function testing revealed a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the broken occlude feet could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.